Event description:
New information received noted that there were no consequences to the patient due to the noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited over four thousand noise and noise reversion episodes. The physician was unaware of any noise reversion episodes prior to this follow up. Programming changes were made. The patient will continue to be monitored. There were no patient consequences reported.